Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5024m, implantable pacing lead, implanted: (B)(6) 1995; addrl1, implantable pulse generator (ipg), implanted: (B)(6) 2011; 4592, implantable pacing lead, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that there was low impedance. There was far field r-wave (ffrw) oversensing, inappropriate mode switching and atrial diagnostics. The lead could not be programmed to bipolar setting. It was noted the behavior of the atrial lead was consistent with the previously electronically abandoned atrial lead. The lead remains in use. No patient complications have been reported as a result of this event.